Event description:
Reference number (B)(4). Event occurred in the netherlands it was reported that patient had severe skin problem after infusion event on 02-may-2024. The patient was treated with antibiotics. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.